Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9756603. Quality database was checked and revealed no anomaly in relation to the describe defect. On (B)(6) 2025, we received one used sample. After decontamination, at visual examination we can see that the pusher is broken, the blue luer is missing the pusher is broken at the transparent luer level, in fact there is a crack on it. The black tube is also bent at the luer. The inner tube is bent at its end. This defect was probably due to an excess of force applied to it. A rmf evaluation was perfored based on criq244, risk identified (B)(4) (hazardous situation: jj cannot be positioned correctly in the patient body). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. A similar case study was performed based on family product double loop ureteral stent & kits in vortek range, from (B)(6) 2021 to (B)(6) 2025, defect orx pusher damaged or broken: no similar case was found.

Event description:
According to the available information when inserting the stent, the pusher broke during removal, making it impossible to remove and resulting in failure to insert the stent. The urologist had to start the procedure from the beginning to reposition the stent and insert it using another device.

Manufacturer narrative:
Correction: b1.: added adverse event. B2.: added required intervention. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information when inserting the stent, the pusher broke during removal, making it impossible to remove and resulting in failure to insert the stent. The urologist had to start the procedure from the beginning to reposition the stent and insert it using another device.

Event description:
According to the available information when inserting the stent, the pusher broke during removal, making it impossible to remove and resulting in failure to insert the stent. The urologist had to start the procedure from the beginning to reposition the stent and insert it using another device.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.